Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when plate broke and non-union occurred. This report is for quantity 1 for unknown mini plate. Implant date was on an unknown date in 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 because of non-union and a broken miniplate. On an unknown date in 2016, the patient was originally implanted with two (2) synthes 1.0 mm 6-hole mini plates and twelve (12) unknown screws by another surgeon. No information was provided on whether the patient had symptoms prior to the discovery of the broken plate. An x-ray taken on an unknown date, confirmed the non-union and one (1) broken plate. During the revision the two (2) mini-plates plates and twelve (12) screws were removed. The patient was implanted with an angled 2.4 mm reconstruction plate and eight (8) screws. No surgical delay or harm was reported. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unknown mini plate (unknown part & lot numbers, quantity:1); unknown screw (unknown part and lot numbers, quantity:12). This report is for quantity 1 of unknown miniplate. This is report 1 of 1 for (B)(4).